Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that upon rechecking the right ventricular lead parameters after implant the threshold became inconsistent and the sensing decreased. The pocket was re-opened and the lead was attempted to be manipulated by the physician but this was not possible due to the proximal tortuosity in the subclavian vein. The physician then retracted the lead out of the body and implanted a new lead. No patient complications were reported as a result of this event.